Event description:
Procedure: colectomy. According to the reporter: the device was stuck in the patient's rectum. The staff had to pull hard on the stapler, then held the anvil from above, and detached it by pulling on both ends. The surgeon had to go below and retrieve the anvil with a long clamp. Testing was done and the anastomosis appeared fine. No unanticipated blood loss was reported. There was no damage to patient tissue. Operating room time was extended more than 30 minutes for anvil retrieval, as the endoscopy department was called for a rigid sigmoidoscope.

Manufacturer narrative:
(B)(4)